Event description:
It was reported that the patient with this pacemaker device was at 80% atrial pacing rate. Upon review, the minute ventilation (mv) sensor was disabled, and the accelerometer was set to passive (nominal). This patient was left without rate response. Technical services (ts) recommended reenabling of both rate response mechanisms. Boston scientific representative stated that there could have been a signal artifact monitor (sam) event. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.